Event description:
A report was received that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, sn: (B)(6). Device evaluation indicated that the increased charging frequency was confirmed. The data logs from the ipg revealed high battery depletion rate with stimulation turned off (24mv per day) prior to the explant procedure. In addition, sleep current measured 196ua exceeding the limit of 50ua. Failure of the ipg internal electronic components is the likely cause of the current leakage.